Event description:
The customer reported a power failure alert and the system would not x-ray. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger, batteries and filament drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.